Event description:
It was reported that the device was not reading correctly. A back-up was used to complete the case. There were no adverse consequences, no medical intervention and no delay reported.

Event description:
It was reported that the device was not reading correctly. A back-up was used to complete the case. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the claimed incorrect volume reading condition was confirmed. It was observed that the stationary encoder pcb was defective. It was replaced and the unit read volume accurately.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received for evaluation.

Manufacturer narrative:
This MDR was filed in error. This is a non-reportable event. There were no adverse consequences, no medical intervention and no delay reported. There is no history of serious injuries reported related to similar events. The information in this event does not suggest that a reoccurrence of this event would lead to a serious injury. Based on the manufacturer risk document severity of 1r (any failure resulting in primary function loss) and a medical opinion which was documented within the risk management file to support these ratings, the disc monitor fluid volume display would not likely cause or contribute to a death or serious injury if it were to occur again. Therefore, any complaint with the report of a disc monitor inaccurate fluid volume display would be listed as a non-reportable event.

Event description:
It was reported that the device was not reading correctly. A back-up was used to complete the case. There were no adverse consequences, no medical intervention and no delay reported.